Manufacturer narrative:
Outcomes attributed to adverse event: the event occurred on an unreported date in (B)(6) 2017. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal infection and stomachache. The breach in aseptic technique was further described as caused by patient¿s lack of hygiene the patient was treated with heparin sodium and another unspecified drug for the event. The peritoneal dialysis was ongoing during the treatment. The patient hospitalization and patient outcome were not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.